Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of ae: post-procedure. It was reported that twelve days post an uneventful left internal and common carotid artery stenting procedure, the pt suffered a stroke. The pt developed right sided weakness and aphasia and was given tissue plasminogen activator (tpa). A workup revealed a left middle cerebral artery (mca) infarct. Twenty one days post procedure, the pt was not alert, but was arousable and able to follow one command, had complete hemianopia, complete paralysis of his right side and was mute. Although requested, there is no additional info available. Study event.

Manufacturer narrative:
The stent remains in the pt. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.